Manufacturer narrative:
Corrosion was noted within the internal components of the device.

Event description:
The core impaction drill was sent for evaluation due to overheating during a wisdom tooth extraction procedure. No adverse event was reported. The procedure was completed with a readily available alternate device without any procedure delay.